Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
Information received from a patient reported that they were having issues with trying to recharge their implantable neurostimulator (ins). It was further reported that the patient's recharger antenna was not working. The patient stated that they would get no bars when recharging and thought it was because their house was old. The patient stated that they found a spot in their house where they were able to get 3-4 bars sometimes and would lose bars every couple of minutes. It was reported that the patient was able to get 8 coupling bars on the morning of this report. However, the patient lost bars even when they weren't moving. The patient confirmed that they have a binder around their waist and it was reviewed that it may be a contributing factor to the poor coupling. It was also reviewed that if the patient had a higher setting that they would have to recharge often, but the patient stated that they were on a really low setting. The patient reported that their ins battery was almost dead when they had it implanted and that it didn't come with a full charge. It was later confirmed that the ins battery was full when the patient got their implant on (B)(6) 2016, but on (B)(6) 2016 the ins battery went low when the patient went to check it. The patient stated that they had an appointment on the monday prior to the date of this report and a manufacturer representative told them that their ins battery was dead and asked them to recharge when they got home. The patient stated that they started having the coupling issues when they got home and tried to recharge. No ins pocket issues were reported. A replacement antenna was requested and if it didn't resolve the issue, the patient was to follow up with their healthcare provider (hcp) to get the ins battery checked. The patient mentioned that they had an appointment with their hcp on (B)(6) 2016 and a different manufacturer representative was going to be present. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.